Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9119988. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. One sample was returned for evaluation and testing purposes; our engineers reviewed the device for damage to the needle and breaches in the device that are not easily identifiable by the naked eye. Leakage testing identified a small breach in the catheter tubing of the device; the characteristics of the breach were not able to determine a likely root cause for this damage and a review of the manufacturing facility was similarly not able to identify any possible source for the observed damage. Additionally, bd investigators noted that the returned sample had a large bend originating at the root of the cannula. Although the root cause could not be finalized without the ability to view the packaging unit, given the degree to which the needle is bent suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.

Event description:
It was reported that leakage occurred before use with a intima-ii 20gax1.16in prn slm. The following information was provided by the initial reporter, "the needle was bent, and leakage was at the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a intima-ii 20gax1.16in prn slm. The following information was provided by the initial reporter, "the needle was bent, and leakage was at the catheter."